Manufacturer narrative:
Visual inspection of the complaint lens was not performed as the lens remains implanted. Thus the reported complaint could not be verified. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. Cosmetic inspection and pushrod-plunger assembly inspection for defects were performed and showed that the devices were manufactured within specifications. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provided instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Pt age at time of event or date of birth: unknown. Pt sex/gender: unknown. Explant date: not applicable; lens remains implanted at the time of submitting the MDR. Initial reporter phone no. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted into the patient's eye and the haptics were sticking together on the optic of the iol. The lens tilted inside the patient's eye and was unfolded completely after a long time of manipulation. There was no patient injury reported.